Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging heart failure,heart valve disease,recurrent atrial fibrillation,mitral valve replacement. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. Section g and h has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation device's sound abatement foam. The patient has alleging heart failure, heart valve disease, recurrent atrial fibrillation, mitral valve replacement. No medical intervention was specified by the patient. During the investigation pil observed the following: unknown light gray, dust-like contamination at the air inlet of the blower box. White dust-like contamination on the blower motor, and the blower motor seal. Black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure and rear panel. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown white and black specks of contamination (inconsistent with degraded sound abatement foam) on the blower box lid. Unknown gray and black dust-like contamination (inconsistent with degraded sound abatement foam) on the top enclosure. And the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Was not able to confirm the complaint or address the symptoms specified. Observed 1 error was logged. In box b: adverse event problem, box h: type of report complaint, has been corrected. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, health impact code, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.